Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the femoral artery through a contralateral approach. The target lesion was an area of in-stent restenosis located in the iliac artery. A 10 x57 express ld stent delivery system (sds) was advanced into a 7f non bsc introducer sheath and the physician could feel friction. It was observed that the stent started dislodging from the sds. As the express ld sds further advanced the stent dislodged within the hub of the 7f introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patients status is unknown.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).